Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the battery failure alarm was due to the battery switch being unintentionally disengaged. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a battery failure red alarm that could not be resolved. There was no reported patient harm.